Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip could not be fed into the jaw properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass. The analysis results found that one el5ml device was received in good visual condition. During the first eight firing sequences a short feed incidents occurred causing pear shaped clips. A possible cause for this condition may be excessive friction between feed bar and shaft during clip feeding. The advancer bypassed the last four clips causing pear shaped clips. During each firing sequence the jaws remained in closed position. The trigger was manually assisted in order to open the jaws. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass and opening issues. Finally, the device locked out as intended but the orange indicator did not show up. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.